Event description:
Procedure type: low anterior resection. According to the reporter: a 31mm era was used for an anastomosis, resulting in an incomplete staple line with an approximate 1cm hole and intra-operative anastomotic leak. Current patient status: stable. Surgeon commented that the stapler did not click after firing and opening. Difficulty resulted in 2 hours added to the procedure, and the patient received a temporary colostomy, which was not part of the original plan. There was unanticipated tissue loss. To correct this condition a 29mm ethicon cdh stapler was used with the same result, another intra-operative anastomotic leak.

Manufacturer narrative:
(B)(4).